Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not showing for the patient and the host system had not been configured correctly. The senior integration engineer connected to the cce and informed the customer that the es interface (cce) needed to receive the hl7 messages from the host. The customer was notified of the findings and advised to open a case with the it help desk to troubleshoot. The system functioned as intended after the senior integration engineerinformed the customer and resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient/orders were not showing up. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.